Event description:
It was reported "the PICC was inserted on (B)(6) 2014 in theatre. It was secured with a statlock, tegaderm and bandage and deemed suitable for use by the anaesthetists. On (B)(6) 2014, one day after insertion, the PICC was found to be leaking near the bung. On inspection, the line was found to have snapped near the bung. On inspection, the line was found to have snapped near the bung. The line was removed."

Manufacturer narrative:
A lot history review (lhr) of (B)(4) showed no other similar product complaint(s) from these lot numbers. The device has not been returned to the manufacturer, at this time, for evaluation.